Event description:
It was reported that the tip of this shaver burr broke off during use in an arthroscopy procedure. The tip was removed and there was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the shaver burr was received with the detached parts and the reported problem was verified. A visual examination of this shaver burr found the spring retainer with a deformity. The outer tube tip with a gouge and the tip of the inner tube broke off at the area of the port hole. This type of failure can occur if excessive force is applied during use. A review of product history for the past 2 years shows two similar reported events. There are no injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.